Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying an error light. The customer also reported that their central nurse's station (cns) is also showing communication loss for all related transmitters. . No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following cns was used in conjunction with the org, but did not experience a failure: cns: model: pu-621ra, s/n: (B)(4). Approximate age of the device: 79 months. Device manufacturer date: 03/05/2014. Unique identifier (UDI) #: (B)(4). Multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is displaying an error light. The customer also reported that their central nurse's station (cns) is also showing communication loss for all related transmitters.

Event description:
The customer reported that their multiple patient receiver (org) is displaying an error light. The customer also reported that their central nurse's station (cns) is also showing communication loss for all related transmitters.

Manufacturer narrative:
Details of complaint: on (B)(6)2020, the customer at reported the following issue with org-9110a; sn(B)(6), from patient monitoring: the customer reported that their org was displaying an error light. The local cns was also showing comm loss for all related transmitters(24). Investigation summary: the root cause of the issue was determined to be corrupted software, which when restored by nk rc, the issue resolved.the overall risk of this event, taking into consideration of severity and probability, is "medium". Although the severity was moderate given that the malfunction occurred while in patient use , the probability of the malfunction recurring is remote. Hence, the reported issue does not require further investigation through CAPA process because.